Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg was relocated on (B)(6) 2019.